Event description:
A report was received that a pt is expected to undergo a revision procedure to replace the ipg. The pt was experiencing difficulties charging after she was defibrillated during cardiac arrest.